Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance measurements during a device changeout procedure. Boston scientific technical services (ts) was consulted and reprogramming options were discussed. No adverse patient effects were reported. At this time, this lead remains in service.